Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the counter-torque shaft has been completely sheared off from the short silicone handle. Microscopic inspection revealed that the surface of the break is very rough/rigid. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upper level fusion for extending was performed for superior adjacent segment disease in this operation. It was planned to remain the screw and perform additional "ps" insertion and intervertebral fixation.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a revision surgery due to adjacent segment disease, lumbar spinal canal stenosis. Intra-operatively, when the surgeon attempted to attach the counter torque to the screw head during final tightening of the iliac screw, it was difficult for the counter torque to enter, and the welded part of the shaft which was shaped as a ¿l¿ broke into two parts. There were no fragments remained in the patient¿s body. There were no patient complications as the result of the event.